Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and replace battery alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer also reported that they had trouble with insulin pump and also had to replace battery three times in the last 24 hours. It was also reported that they had also got a power error detected alarm. The troubleshooting was performed and was advised to insert a new aa battery and explained the process should resolve the power error detected condition. The customer declined troubleshoot for high blood glucose levels. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.